Event description:
It was reported that the patient was admitted to the hospital with bradycardia symptoms. It was found that the patient's device was unable to be interrogated and did not respond to the magnet test. The physician indicated that the battery had depleted suddenly, as it was noted that a year prior, the device was functioning appropriately. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.